Event description:
It was reported that pump displayed cartridge alarm 30 during cartridge loading despite caller following prompts and waiting to remove used cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge with guidance from technical support using proper technique, successfully resumed insulin therapy, and issue was resolved, with no additional information reported regarding product lot beyond identification.